Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with bleeding and cracked lcd glass. The pump was unable to verify compromised force sensor system alarm due to button error alarm. The pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of compromised force sensor system alarm and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer received the compromised force sensor system alarm possibly after water exposure on trip. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer will be sent a replacement pump. The customer will return the pump for analysis.